Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a transfer set assembly (short),titanium spike separated from the flow control barrel during use at the hospital. This occurred while in use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the sample was evaluated. A visual inspection with the naked eye noted the spike was separated from the main body of the twist clamp. Functional tests including leak, clear passage and clamp function tests were performed with no issues noted. Per the visual inspection, the reported condition was verified. The cause of the condition was determined to be inadequate solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.